Event description:
It was reported, that the patient presented for a follow-up in clinic. It was noted, that the left ventricular (lv) lead was not capturing at max outputs. A chest x-ray (cxr) confirmed, lv lead was dislodged. The patient was asymptomatic. The lv lead was explanted and replaced. The patient was in stable condition.